Manufacturer narrative:
On may 7, 2019 immucor technical services advised the customer of this statement from the package insert for the anti-d (monoclonal blend) gamma-clone that states, "red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase." Customer was advised that a sample related issue cannot be ruled out. The product was determined to be performing as expected. (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected positive reaction with gammaclone anti-d (monoclonal blend).